Event description:
The report is from the study. The patient was a male with a history of previous pci, previous CABG, hypertension, hyperlipidemia, smoking, diabetes, and peripheral vascular disease. The indication for the index procedure was stable angina pectoris. The patient had a cypher select plus stent implanted in the bifurcation of the left main, proximal lad and proximal circumflex. The lesion was an in-stent restenosis of a previously implanted cypher stent. During the procedure, thrombus developed in the left main. At the 6-month follow-up (2007), the patient reported having angina pectoris.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2008-00073. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.